Manufacturer narrative:
Sc-1132 (sn: (B)(6). Device evaluation indicated that the complaint was confirmed. The device could not be charged due to excessive sleep current and low vh (high voltage) to ground impedance. High temperature was detected on u3_asic. The system data log was taken by using an external power source. Review of the system data log indicated that the device was normal prior to the u3_asic failure. This type of damage occurs when the ipg is exposed to high-voltage transients or high rf energy. It was reported that the ipg was possibly exposed to bovi, and it resulted in the reported complaint. Based on the dfu, electrocautery may turn stimulation off or may cause permanent damage to the stimulator, particularly is used in close proximity to the device.

Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04)

Event description:
A report was received that the patient's ipg was no longer functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).